Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. (B)(4)

Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2016 and the patient was discharged home. The patient experienced "severe pain for 2 months". In the second week of (B)(6) the physician "performed a diagnostic laparoscopic" and visualized thermal injury through the myometrium. The physician performed a hysterectomy.